Event description:
It was reported that during a lobectomy by video-assisted thoracic surgery (vats) using the handle and reloads for bronchial lobe re section, the device locked on tissue and could not be removed. The procedure experienced extended surgical time for only a few minutes, and there were unformed and interlaced staples, with tissue trapped to the reload. The surgeon carefully used scissors to release the bronchial tissue trapped to the reload, and an air leak check was performed, showing no signs of leaks.

Manufacturer narrative:
D10 concomitant medical products: sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n4f2192y); sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot # unknown); sig45ctamt, tri 2.0 sig45ctamt 45 CT med thk 12mm, (lot # unknown); sig45axt, tri 2.0 sig45axt 45 xtra thk 15mm, (lot # n4c2186y) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the instrument locked on tissue. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.